Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump suggested the customer take 4 bolus and his sugar went low to 48 mg/dl at the time of the incident. The patient declined to troubleshoot due to him stating the pump is working perfectly. Nothing will be replaced or returned.